Event description:
Baxter reported one incident of a broken fiber in a psn dialyzer 170, at the beginning of treatment. A small amount of blood was lost. Reportedly, the dialyzer fibers were saturated, when the issue was noted. No pt injury or medical intervention was associated with this incident.